Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd slip-tip syringe with bd precision glide¿ needle had foreign matter on it when removed from the packaging. The following information was provided by the initial reporter, translated from chinese: "when the 5ml empty needle was opened before the operation, there were impurities in the 5ml empty needle barrel."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301942 and lot number 2108180. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained for evaluation from the manufacturing facility; however, the retained samples did not display any signs of defect. Based on the evaluation conducted, it is concluded that the reported particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
It was reported that the needle of the bd slip-tip syringe with bd precisionglide¿ needle had foreign matter on it when removed from the packaging. The following information was provided by the initial reporter, translated from chinese: "when the 5ml empty needle was opened before the operation, there were impurities in the 5ml empty needle barrel."